Manufacturer narrative:
Additional information: h4: the lot was manufactured between october 7-8, 2024. H11: the device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and the flow rates were found to be within the product specification range. The infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 5 days; however, after 130 hours of infusion, it was observed that much of the medication was left in the device that had not been delivered. This exceeded the planned infusion time by more than 10%. The device was filled with fluorouracil and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.